Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
[Tampon] is coming apart, in pieces, shredding/ has nick on the tip [device breakage]. Case narrative: consumer reported via email that the tampon had a nick on the tip. No injury was reported.